Manufacturer narrative:
Product complaint (B)(4). Updated sections on this med watch. Complaint conclusion: as reported by the field, during a mechanical thrombectomy of middle cerebral artery m1 distal for a cerebral infarction, recanalization was achieved after 1 pass by an embotrap iii 5 mm x 37 mm (et309537, 23m145av). The embotrap iii was deployed at m1-m2 and retrieved the thrombus at m1 distal. The vecta71 stopped at the siphon was pulled up and, finally, the embotrap was removed fully contained within the vecta using normal maneuver. Upon removal of the embotrap iii from the patient¿s body, the stent was found to be folded back one round. There was no impact to the patient. A continuous flush was done. Other concomitant devices were optimo balloon catheter, trak microcatheter, vecta71 intermediated catheter. Additional event information received on 26-jul-2024 indicated that one pass had been made to attempt to retrieve the clot when the event occurred. Additional event information received on 31-jul-2024 indicated that there was no excessive force applied to pull the device into the catheter for withdrawal. The exact length of the thrombus us unknown but it shorter than the embotrap stent. There was no difficulty withdrawing the device from the thrombus or back through the vessel. There was no procedural delays due to the event, the issue was found after retrieval of the thrombus and pulling the embotrap from the patient¿s body. Recanalization was achieved at that time. So, did not effect on the procedure. Visual inspection of the product revealed a bend in the proximal portion of the stent. At the bend, the stent and the proximal coil were entangled. This aspect of the complaint event is confirmed. It was speculated that this entanglement had caused the stent to bend and the inner channel to become off center. The visual inspection also indicates that the returned embotrap device was correctly assembled and manufactured, with all laser welded parts, all adhesive bonds and joints complete and undamaged. The returned embotrap device was successfully passed through a 0.0195¿ tube, confirming that the profile conformed to the specification for compatibility with 0.021¿ microcatheters. According to the report, the event occurred when the embotrap device was deployed at middle cerebral artery m1-m2 for a thrombus distal to m1, and the thrombus was retrieved by pulling up the intermediate catheter of another company that had placed at the cerebral artery siphon. It was reported that when the embotrap device was removed from the patient¿s body, the product was completely entered in the intermediate catheter of the other company. A device history review (DHR) associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. A reproduction test of the similar event conducted in the past showed that when embotrap device deployed in the blood vessel moved forward against an obstacle (i.e. Obstruction, bent blood vessels or calcifications) and torque was applied, the inner channel and outer gauge became entangled. Based on the results of the reproduction test, it was possible that when the product was deployed and placed in the blood vessel, it came into contact with some kind of obstacle, and torque was applied while moving the product, causing the inner channel and outer gauge to become entangled, resulting in the stent becoming bent. The IFU states ¿do not torque or rotate the device¿ and ¿do not advance the device after it has been deployed or partially deployed from the microcatheter¿. Based on the complaint details, it cannot be confirmed that the device was used in this way. Therefore, the root cause for this complaint could not be confirmed. There is no indication that this complaint was a result of a defect or malfunction of the embotrap device. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during a mechanical thrombectomy of middle cerebral artery m1 distal for a cerebral infarction, recanalization was achieved after 1 pass by an embotrap iii 5 mm x 37 mm ( et309537, 23m145av). The embotrap iii was deployed at m1-m2 and retrieved the thrombus at m1 distal. The vecta71 stopped at the siphon was pulled up and, finally, the embotrap was removed fully contained within the vecta using normal maneuver. Upon removal of the embotrap iii from the patient¿s body, the stent was found to be folded back one round. There was no impact to the patient. A continuous flush was done. Other concomitant devices were optimo balloon catheter, trak microcatheter, vecta71 intermediated catheter. Additional event information received on 26-jul-2024 indicated that one pass had been made to attempt to retrieve the clot when the event occurred.